Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). No unexpected no delivery alarms/insulin flow blocked alarms noted during testing. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement and active current measurement. Hardware low level failures alarmed during selftest due to broken trace at u1 pin 6 (sda) on keypad assembly. Unable to verify audio/absence of alarm due to hardware low level failures. Unable to verify change/battery lasts less than expected anomaly due to no battery received with unit. Unit received with broken belt clip rail.

Event description:
Information received by medtronic indicated that the insulin pump had replace batteries alarms, random no delivery alarms, rejected new batteries alarms. Insulin pump settings were erased. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.